Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 18-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events or lack of efficacy and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant with her 4th child. She had placenta previa. She started having contractions in her (B)(6) of pregnancy. She went to the hospital so many times she lost count. She was in labor each time however was not dilating; they would be able to stop the contractions as they did not want her to have the baby as it was too soon. She gave birth to a healthy girl. However a few months after she was born she was treated for bronchitis for the first time (child case reported under reference (B)(4)). The event pregnancy is serious due to its medical importance and listed in the reference safety information for essure. The other events are serious and unlisted. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Most of premature births occur spontaneously and are related to preterm labor or preterm premature rupture of membranes and less frequently are medically indicated because of maternal or fetal issues. A mechanical interference between essure and the developing pregnancy (placenta previa and premature labour) cannot be excluded. Also, since pregnancy occurred more than 3 months after essure insertion, a causal relationship cannot be excluded. This case was regarded as incident due to premature labour. Additionally, other serious events (unlisted and unrelated) and several non-serious events were reported. Based on the available information there is no reason to suspect a causal relationship between reported medical events or lack of efficacy and quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1785 and FDA-2014-n-0736-1786, awareness date 24-oct-2015) which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2008 for permanent birth control as she did not want to go on the pill as even taking this daily at the required time she became pregnant with her 3rd child. Additional information was received on 25-oct-2015. The consumer reported essure was inserted a few months after her 3rd child was born, she was (B)(6). Her medical history included: seasonal allergies and the occasional cold/flu, she was hospitalized 3 times, for the birth of her children in 2001, 2005 and 2008 (with no complications); and an outpatient procedure in (B)(6) 2007 to remove her tonsils. She was never told about the product having nickel, she was only asked if she had any allergies to which she replied other than seasonal she was not aware if she had other allergies. She was not tested for any allergies. The procedure was performed at the local hospital on a friday morning where she was placed under general anesthesia/ she was also given pain medication to take after the procedure and was told to take it easy for the rest of the day and she should be fine after soreness and a little bleeding is to be expected. She went back in for the hsg (hysterosalpingogram) testing which she was told her tube was occluded and the other opened; she was rescheduled to come back in 3 months and so if continued for a year after the procedure where the hsg showed both tubes were occluded. The doctor pointed to the screen he be looking out each time the hsg was performed showing that the tube was not blocked until the last hsg it showed it was blocked until the last time she was there. He pointed to the screen showing both tubes were blocked. She was told she was his only patient that it took this long for the tubes to occlude. During this time, she did not have a period for 6 months, and was told she was breastfeeding/on the pill, it was normal. After she had her first period, where normally would not hurt, would last 3 days at the most and where and could use regular tampons; she could felt when she ovulated, it was painful. Her periods became painful, severe cramping and what she called vaginal cramping. It felt like if she was dilating to give birth. She stated the same would happen after intercourse, she was using super plus tampons and change them every hour for the first 3 days and go to regular for the next 2 days and then have spotting for the next 2 days. Again she was told this was normal after having gone so long without a period and not to mention she was getting older. In (B)(6) 2010, she was diagnosed with the beginning stages for cervical cancer; she had a leep procedure to remove the cancer and was told she should not worry about any long term complications from it, as it could possibly affect her cervix ability to dilate she should not become pregnant but that was not an issue because she had essure. For her surprise she became pregnant with her 4th child in (B)(6) 2011. She started doing research on essure as she was worried about what the complications there could be having essure sticking out into her uterus and her baby growing there. She had a vaginal ultrasound done in her (B)(6) week to make sure that the baby was in her uterus when the doctor discovered an ovarian cyst. She was told it was small about 2 cm and it appeared to be transparent. Where her other pregnancies were normal pregnancies with no complications she was told she had placenta previa after she started bleeding at the end of her (B)(6) trimester. She was put on bed rest hoping that in time the placenta would move, and she did not went back to work. However she started having contractions in her (B)(6) of pregnancy. She went to the hospital so many times she lost count. She was in labor each time however was not dilating; they would be able to stop the contractions as they did not want her to have the baby as it was too soon. She was taken off work and put on bed rest to avoid going into pre-term labor. She gave birth to a healthy girl in (B)(6) 2012. However a few months after she was born she was treated for bronchitis for the first time (child case reported under reference (B)(4)). Since then she have lost count of how many times she has gotten it, finally they got her under the right medication and she was down to twice a year. Her doctor told her this pregnancy was a fluke and that she was his first patient that had gotten pregnant with essure. She was put on birth control again. In (B)(6) 2012, she was once again surprised as she found out she was pregnant with her 5th child (second pregnancy with essure reported under reference (B)(4)). During the vaginal ultrasound during of her 6 week of pregnancy it was noted that the cyst had grown. This was concerning to the doctor and he told he would be doing another ultrasound later in the pregnancy. During this pregnancy she did not have placenta previa but again she suffered from contractions as she previously did. As she knew what was going on when she was having the contractions she did not go the hospital as often but she was placed on leave early. She gave birth to a healthy girl in (B)(6) 2013 but again she started getting bronchitis as well (child case reported under reference (B)(4)). At time of the report, she under the right medication where she too was only getting bronchitis once or twice a year. After she had her daughter, she asked about getting a tubal ligation as obviously essure had failed, and while undergoing the tubal ligation, they took out the 8cm cyst. Since her essure procedure, she suffered and had the following symptoms: sharp/stabbing pelvic pain lasting longer than 30 minutes, ovarian cysts, pregnancy (twice), discharge (no odor) all the time, cervical cancer, excessive bleeding during period, painful ovulation, painful periods, painful intercourse, long menstrual cycles, uti, headaches/migraines (nausea), brain fog, anxiety, mood swings, diminished brain function, anemia, blood clots in menses, rashes/hives, dry skin, weight issues and unexplained fevers. When she brought these questions/concerns to the doctor or nurses, it seemed like their answer for everything was she was getting older or was busy full time working mother. She stated besides the symptoms of pregnancy and the symptoms that happen when she was on her period (it was every time was on her period) these symptoms were constant and at times debilitating. Company causality comment this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant with her 4th child. She had placenta previa. She started having contractions in her (B)(6) of pregnancy. She went to the hospital so many times she lost count. She was in labor each time however was not dilating; they would be able to stop the contractions as they did not want her to have the baby as it was too soon. She gave birth to a healthy girl. However a few months after she was born she was treated for bronchitis for the first time (child case reported under reference (B)(4)). The event pregnancy is serious due to its medical importance and listed in the reference safety information for essure. The other events are serious and unlisted. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Most of premature births occur spontaneously and are related to preterm labor or preterm premature rupture of membranes and less frequently are medically indicated because of maternal or fetal issues. A mechanical interference between essure and the developing pregnancy (placenta previa and premature labour) cannot be excluded. Also, since pregnancy occurred more than 3 months after essure insertion, a causal relationship cannot be excluded. This case was regarded as incident due to premature labour. Additionally, other serious events (unlisted and unrelated) and several non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.